Manufacturer narrative:
Investigation found that the pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.

Event description:
Info received indicates that pump fails volumetric accuracy test at 9.32 ml. Rate and dose are 125 ml/hr and 10 ml.